Manufacturer narrative:
The account found the head up would still not work in calibration. Technical support instructed the account to replace the s7 head up valve. Repairs have not been completed.

Event description:
The account stated the bed has no head up. The motor runs and he has replaced the coil but the problem returned.